Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 53 unopened pouches. Analysis and results: there are no previous complaints of this code batch. (B)(4) unit of this product was manufactured and distributed, there are no units in stock. Tested the knot pull tensile strength of the closed samples received and the results fulfill the requirements of the OEM. Linear pull tensile strength on the closed samples received has also been tested, and these are the correct and usual values for this thread and size. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill the OEM requirements. Final conclusion: although the results of the samples received fulfill the specifications of OEM, note is taken of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to take action in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: france. The thread breaks without extreme traction and making knots. 5 minutes surgery delay time because of the issue.

Manufacturer narrative:
Samples received: (B)(6) unopened pouches. Analysis and results: there are no previous complaints of this code batch. The (B)(6) units were manufactured and distributed of this code batch, there are no units in stock. Tested the knot pull tensile strength of the sample received and the results fulfills the OEM requirements. Linear pull tensile strength on the closed samples received has also been tested and the results are 1.57 kgf in average and 1.54 kgf in minimum and these are the correct and usual values for this thread and size. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. Final conclusion: complaint is not justified. Although the results of the samples received fulfill the OEM specifications, note of this incidence is taken in order to assess if new or additional actions are needed. Corrective/preventive actions: according to the internal procedures, there is no need to establish corrective or preventive actions. This complaint is recorded for trending analysis to assess if actions are needed in the future.